Event description:
During a laparoscopic assisted vaginal hysterectomy procedure, the jaw of the lyons forceps broke off in the patient. All parts were recovered from the patient, and there was no patient harm.

Manufacturer narrative:
Jaw is fractured off the device. Fracture was caused due to the excessive force being applied to the device by the user. All parts are accounted for.